Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported inability to communicate was confirmed in the laboratory and was due to premature battery depletion. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.

Event description:
It was reported when a patient presented in clinic for a routine follow up, the device could not be interrogated. The device was explanted at the hospital and replaced.